Manufacturer narrative:
(B)(4). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received - the reporter stated the lens was removed within the same surgery with no patient injury. The backup lens was implanted with no problem. The reporter stated there was no problem with the lens or the injection system used.

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens into the patient's left eye (os) and the surgeon noted a notch on the lens edge. The lens was removed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted